Manufacturer narrative:
Document review: quadra c cemented femoral stem size 3 std - ref. (B)(4)/ lot 121756 (B)(4) : all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. (B)(4). The batch records of the cup and of the ceramic components have been checked too, without any particular finding. From the data collected the infection occurred is highly likely not device related.

Event description:
Please reference importer report # (B)(4).